Manufacturer narrative:
Upon receipt at our post quality assurance laboratory the lead was returned severed. The returned portion of the lead was electrically continuous. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that during a follow up loss of capture due to an exit block was noted. In addition, high out of range pacing impedances were revealed. A lead revision took place. The physician elected to cut the proximal portion of the lead in order to obtain a unipolar configuration, but this was not successful. A new lead was implanted successfully. The explanted left ventricular lead will be returned for analysis. No adverse patient effects were reported following the revision procedure.

Manufacturer narrative:
Upon return and analysis this investigation will be updated.